Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, catheter removal difficulties, stent dislodgement and stent damage occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 2.5 mm promus element stent was placed in the proximal lad. Then they discovered that there was disease distal to the first stent so they post dilated the proximal lad with a 3.0 mm unspecified balloon. They attempted to place a second stent through the first stent into the distal portion of the original stent. An unknown promus element plus was advanced but became mangled and compressed on the delivery system balloon. They had difficulty pulling the stent delivery system back into the guide catheter and the stent dislodged. They were going to deploy it in the femoral artery, however, the stent migrated to the profunda and remains there. No further patient complications were reported and the patient's status is fine.